Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. However, a batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4), a dehp free sol admin set with inj site in which a female patient experienced an overinfusion episode. The reporter indicated, it was impossible to adjust the flow rate which led to the administration of a g5% bag (macopharma) in two hours instead of 24 hours. The reporter stated that the patient experienced thoracic pain which led to unknown immediate and urgent medical coverage of the patient. The patient was hospitalized for the service of cardiology. The patient has recovered.